Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was requested; upon completion of our investigation, an updated report will be provided. As a result, the manufacturing location cannot be verified at this time.

Event description:
On (B)(6) 2009, a 23 mm trifecta valve was implanted due to aortic stenosis. On (B)(6) 2017, the patient was admitted for septic shock and an acute kidney injury secondary to septic shock. The patient was treated with an IV of levophed, vancomycin and meropenem. An EKG revealed first degree av block and right bundle branch block. The patient was discharged in stable condition on (B)(6) 2017. No evidence of endocarditis was found on echo. The relationship between the event and study device was reported to be unknown. (Clinical study patient ID: (B)(6)).